Event description:
A customer reported an issue with the pump display, affecting their ability to read the pump. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.